Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt ECG "a&b" cable, the dn to rear te cable, and the interconnector cables were missing. The ECG "a" and "b" domes were also missing. Additionally, the j703 connector was pulled off of the distribution node pca. The root cause for cut cable was physical abuse. There is no indication that the device malfunction caused or contributed to the patient death.

Event description:
During servicing of an electrode belt, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. Belt sn (B)(4) failed incoming functional testing. There is no indication that this device malfunction caused or contributed to the patient's passing as the patient was in a non-treatable rhythm at the time of passing.